Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes reporting that a mix up between products 368871 and 367884 is not only possible but probable. Patient harm is a possibility with two tubes that look so similar. The following information was provided by the initial reporter. The customer stated: ¿material no:368871, 367884. Batch no: it was reported by the customer that customer is reporting that a mix up between products 368871 and 367884 is not only possible but probable. Patient harm is a possibility with two tubes that look so similar."

Manufacturer narrative:
Investigation summary: material #: 367884. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Medical device expiration date: unknown. Device manufacture date: unknown.